Event description:
It was reported, when putting in the recon antegrade mode, we were drilling in the drill bit and the drill bit missed the hole in the nail and broke off in the pt. It was left in pt.

Manufacturer narrative:
Device eval: review of device history record (DHR) / review of inspection records. A review of the inspection records for the drill, ao, sterile ?4, 2 x 340 mm (lot code k185149) revealed no discrepancies. Relevant diameters of the drill are within specified parameters. Appearance of the breakage surface and the absence of plastic deformation indicate a brittle break of the device due to overload most likely by bending stresses. The visible dents at the cutting edges are evidences for contact of the drill with other hard (metallic-) material. According to the event description, the drill missed the nail hole. So we assume that the drill had contact with the nail surface and the device broke. Most likely contributed by bending stresses during the drilling. The event was not caused by any deficiency of the device. Manufacturing or material faults were not found. Eval revealed evidence that the event is not linked to a deficiency of the devices but rather related to a use error.